Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
It was reported that the patient experienced multiple line blocked alarms while using a cadd cleo infusion set leading to suspected interruption of basal insulin delivery and hyperglycemia (glucose levels above 300 mg/dl). Despite trouble shooting alarms and hyperglycemia persisted. Upon removing the infusion set, a bent cannula was identified. Again, after troubleshooting blocked alarms occurred, and halo data confirmed recurrent events. There was patient involvement, and no harm reported.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. Two samples were returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the cannula was bent. Functional testing demonstrated free flow from the infusion site cannula. The reported complaint of occlusion could not be confirmed or replicated.